Event description:
Healthcare professional, later reported, plug strap separated and particles in valve.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: deflation, capsular contracture baker grade unknown.

Event description:
Healthcare professional reported "capsular contracture baker grade unknown". Healthcare professional reported "deflation". This record is for the left side. Device remains implanted.

Manufacturer narrative:
Lab analysis summary: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to observe as it is not related to the device. ¿ deflation: not observed openings during the analysis. ¿ particles in valve: not observed particles in the valve. ¿ plug strap separated: not observed separation on the plug strap. As per the investigation procedure wear abrasion and creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Capsular contracture baker grade reported to be IV.